Manufacturer narrative:
H4: the lot was manufactured between february 05, 2020 - february 06, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿delivery stopped¿ during an infusion with a small volume infusor. This was identified by a home use patient at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.